Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that after one day of impella 5.5 support, a purge system block appeared. The purge cassette was replaced but the issue remained. Tissue plasminogen activator was subsequently added to the purge and the issue resolved within two days. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of high purge pressure (hpp) has been completed. The impella device was not returned for evaluation. Data log review showed purge system blocked alarms and no motor current (mc) spike outside of p-level changes. Purge pressure build up over 6 hours prior to first purge system blocked alarm. Purge flows decrease over the same period. Logs show hpp resolving after 2 days. The cause of the high purge pressure was most likely biomaterial buildup due to purge pressure increases and purge flow decreases that take place over 6 hours before purge blocked alarms trigger. Issue resolves 2 days after beginning tissue plasminogen activator (tpa).